Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose readings of 600 mg/dl. Customer also mentioned that they changed the infusion set and received a no delivery alarm when bolusing. Customer stated that the no delivery continually occurs when attempting to rewind or resume. Customer was advised to revert to a back up plan and the insulin pump is being replaced.